Manufacturer narrative:
The device was not returned for evaluation. The lot history review was not performed, as the lot number was not provided. Medical records were provided and reviewed. Positioning issue was confirmed for the device based on the medical record review. The investigation was inconclusive for the reported filter tilt. A root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. The information received indicated that model dl900f vena cava filter allegedly experienced malposition of device, tilt, and positing issue. This report was received from once source. The device was used in a (B)(6) year old female patient; weight was not provided. There was no reported patient injury.